Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was hospitalized due to having diabetic ketoacidosis after training with new insulin pump. Caller did not know what caused that high blood glucose. Follow up call was made for further information and caller was very upset and did not want to give any more information and did not want to be contacted.